Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Month and day unknown. Only year (2017) is known.

Event description:
It was reported that during a right colon procedure, the device was jammed, it was impossible to open the jaws. No tissues between the jaws. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/19/2018. Batch number (B)(4). Investigation summary: the analysis found that one sc60a device was returned with no apparent damage and with an ecr60d partially fired cartridge loaded on the device. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.